Event description:
Medtronic received information that 33 months following the implant of this bioprosthetic valve, the valve was explanted due to thrombus. At explant thrombus was present on all three coronary cusps and up the stent posts. The valve was replaced with another manufacturer's valve with no further adverse patient effects reported. The valve will be returned once the patient approved release from pathology.

Manufacturer narrative:
Product analysis: the valve has not been released from hospital pathology. Should the valve be returned, analysis will be performed and a supplemental report filed. Conclusion: based on the current information, no root cause could be determined. Should additional information be provided, a supplemental report will be filed. (B)(6). (B)(4).

Event description:
Medtronic received information that 33 months following the implant of this bioprosthetic valve, the valve was explanted due to thrombus. At explant thrombus was present on all three coronary cusps and up the stent posts. The valve was replaced with another manufacturer's valve with no further adverse patient effects reported. The valve was returned once the patient approved release from pathology.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, part of the sewing ring on the inflow adjacent to the left cusp appeared to have been cut, exposing the stent. The left cusp was in the closed position. The right cusp was partially open. The non-coronary cusp was in the closed position with the free margin and lunula exposed at the point of coaptation. All leaflets were stiff due to thrombotic appearing host tissue on the outflow. The free margin of the left and right cusps appeared adhered to the host tissue on the outflow. The right and non-coronary cusps appeared slightly prolapsed due to the host tissue on the outflow. A small abrasion in the lunula of the non-coronary cusp appeared to be due to contact with the bias cloth along the outflow rail prior to host tissue overgrowth. All commissures appeared to be intact. Glistening off white pannus lined the tissue and base stitching adjacent to all cusps, onto the inflow margin of attachment, into all inferior coaptive areas and 1 to 2 mm on all cusps slightly reducing the inflow orifice area. Remnants of pannus remained attached to the sewing ring on the outflow adjacent to all cusps extending to the back of the right non-coronary stent post. Off white to maroon colored thrombotic appearing host tissue filled and stiffened all leaflets on the outflow. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the analysis of the device confirmed the complaint. Thrombotic appearing host tissue filled and stiffened all leaflets on the outflow. Analysis also noted pannus and a small abrasion that appeared to be due to contact with the bias cloth. Pannus and thrombus are generally patient related conditions and known potential valve-related adverse events. The device history record for the valve was reviewed to find no issues that would have impacted this event. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.